Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted as impedance at implant was 627 ohms, with a lifetime impedance maximum/minimum of 1178/299 ohms. The ventricular lead weekly trend data shows varying impedance for maximum lead impedance of 515 to 983 ohms range between (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture and no sensing, varying impedance and high thresholds over time, and at one time low sensing values on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.